Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered were 20 mcg/ml clonidine at 12.251 mcg/day (updated to minimum rate), 136 mcg/ml baclofen (unknown) at 83.31 mcg/day (updated to minimum rate), and 3 mg/ml dilaudid (hydromorphone) at 1.8377 mg/day (updated to minimum rate). Saline was also added to the pump. The reason for use was intractable spasticity and post spinal cord injury. It was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. The motor stall recovery occurred, and it had been more than 2 hours since patient exited the MRI field. The patient had an MRI on (B)(6) 2019. The patient did not have their pump checked post-MRI. Then yesterday on (B)(6) 2019, the caller went to fill the patient's pump. Upon interrogation she saw alerts stating the pump has been stopped for 1,055 hours and 5 minutes and that a motor stall had occurred. She looked at the logs and saw the following: (B)(6) 2019 motor stall occurred. On (B)(6) 2019 stopped pump period may exceed tube set. Caller states she then called the managing physician of the pump who wanted to put the pump in minimum rate. Caller then went to aspirate from the reservoir and expected 3.9 ml and got back 5 ml. The caller stated she was shocked because she expected to get a lot more out of the pump, since she thought the pump had not been infusing medication since (B)(6) 2019 based off of the logs. Caller confirmed that this was within specs for this patient's pump based off of their previous refills. The nurse filled the pump, set the medications to minimum rate and left. The patient called back today stating that he is yawning, has a burning sensation head to toe, and feels awful. The change in symptoms was noted as ¿sudden.¿ the nurse then went back to the house today, (B)(6) 2019. They reviewed telemetry state and they discussed re-interrogating pump with logs. Interrogations result in a recovery: (B)(6) 2019 pump motor stall recovery. The nurse stated the recovery was around 12:30, when she read the pump. The nurse called the managing physician today and asked what to do. The managing physician wanted to shut down the pump, but the nurse and the hcp decided to put saline in the pump. Caller is calling to ask if this has ever occurred. It was then reviewed to cover patient with non-pump medication. Caller stated she had never heard of it and was frustrated by this. The caller was emailed labeling stating telemetry state occurs and reviewed considerations for filling the pump with medication again. Caller states that the patient cannot get medication until tuesday, (B)(6) 2019, and she will have to call the managing hcp to see what he would like to do from here. The patient "has orals at home, but was instructed if these do not cover his symptoms to go to the emergency room." There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that he was told in (B)(6) 2019 that his pump was not working. The nurse said the pump was not pumping. Per the patient, when the nurse was filling the pump, the ¿laptop¿ was showing that the pump ¿bound for 45 days/wasn¿t working¿. He stated that there was no way the pump wasn¿t working because he would have felt withdrawal symptoms like he had before, and he wasn¿t. He stated that his physician was called, and the doctor said to take the medicine out. He stated that he ended up in the ER (emergency room) due to withdrawal after they removed the pump¿s medicine. The nurse had spoken to a company representative who reviewed that the pump would alert if the therapy was not being delivered which per the patient wasn¿t happening at that time. The patient had a lumbar MRI done 45 days prior to this which was when the nurse said the pump showed the pump had supposedly stopped working. Per the patient, he was apologized to 2 days later and he said, ¿I told you I was getting medicine and they ruined me, and I was back in the hospital again" and ever since that happened, he stated he was ¿having that tingling and restless leg syndrome¿.